Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. Reservoir tube and battery compartment fine. (B)(4).

Event description:
It was reported that customer's insulin pump has a crack on the reservoir window and the battery compartment. The device passed an operation and a self test. No further details were provided. Nothing further reported.